Event description:
It was reported that the insulin pump alarmed unexpected restart, displayable history crc check failed on start up and external ram crc error. Customer's blood glucose was 327 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The device passed unexpected restart alarm test, no alarms were noted. No external ram crc error alarms and displayable history crc check failed on startup alarms noted during testing. However, displayable history crc check failed on startup alarms were noted in alarm history due to corrupted history files.